Event description:
Customer reportedly obtained results of 168 mg/dl, 51 mg/dl, and 57 mg/dl on the advantage system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device; however, strips are unavailable for return.